Event description:
Information was reported by healthcare professional (hcp) via a company representative regarding a patient receiving an unknown drug via an implanted pump. The indication for use was unknown. On 2016-07-13, it was reported that the hcp has had three patients with volume discrepancies. No patient symptoms were reported.